Manufacturer narrative:
Patient age at the time of event: over 18 years old. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07584. It was reported that damage to the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman ® access system (was). The closure device was deployed, but it did not meet the release criteria and was positioned too deep in the laa so it was fully recaptured. When they were flushing the wds outside the patient, they noticed the shaft of the wds was flattened around the middle. The was was also noticed to be kinked when they looked at the angiographic imaging. They used another was and wds to successfully complete the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). Blood was on the device as received. The implant was connected to the core wire and partially deployed 8.5mm from the tip of the wds. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The implant was partially deployed 8.5 mm from the tip, with anchor damage. The tip of the wds was damaged. The implant was deployed during product analysis and found to be consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07584. It was reported that damage to the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device and delivery system (wds) was inserted into the watchman access system (was). The closure device was deployed, but it did not meet the release criteria and was positioned too deep in the laa so it was fully recaptured. When they were flushing the wds outside the patient, they noticed the shaft of the wds was flattened around the middle. The was also noticed to be kinked when they looked at the angiographic imaging. They used another was and wds to successfully complete the procedure.